Manufacturer narrative:
The s-ICD system was not returned and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system experienced a vt/vf storm. Twelve episodes were recorded and the s-ICD delivered 11 shocks appropriately. One episode was untreated. The physician noted that in the first episode, post shock pacing was delivered which was then followed by four sensed complexes. Post shock pacing was terminated and the device switched back to the primary vector. After the change of vector, there was four seconds of asystole. In addition, in some of other episodes, post shock pacing was delivered but it could not be ascertained if the pacing was effective. The physician wanted to know if there was actual capture in these episodes and if there was truly asystole for four seconds or if it was a default of detection. A memory download was sent to boston scientific technical services (ts) for review. The ts consultant discussed that it is difficult to interpret capture during post shock pacing. It appeared that the pacing was effective based on the signals following the pace markers; however, it can not be conclusively determined if there was actual capture. As for the first episode, the ts consultant discussed that following the vector switch, the amplitudes were largely reduced which does suggest that there was asystole for close to 4 seconds. In addition, there was post shock noise sensing noted in treated episode 10 due to myopotentials that was marked appropriately but would have masked any sensed beats. Additional information was later received that the s-ICD system was explanted due to the clinical observations and was replaced with a transvenous system. No additional adverse patient effects were reported.